Event description:
The customer reported that a pt coded while the central station was in configuration mode, and no monitoring was occurring.

Manufacturer narrative:
It was reported by a philips clinical application specialist (cs) that following the installation of new monitoring equipment, the info ctr was taken out of monitoring mode with the clinician's permission in order to perform configuration services on the device. During this timeframe, a pt was taken off of their mp5t monitor in order to ambulate to the restroom with a nurse, who waited outside the door. The pt collapsed in the restroom and a code was called by staff, who were in attendance and aware of the situation. The info ctr was immediately returned to monitoring mode and the pt was returned via stretcher to the pt room at which time it was noted that the pt was in sinus tachycardia with a heart rate in the 140's. The pt, subsequently, became unresponsive again 15 minutes later and another code was called, however, at that time, the pt expired. The customer has stated that the philips, equipment was not a factor in this incident. Staff were aware of the status of the central and were attending to the pt. There is no allegation that a device malfunction occurred. No further action or investigation is warranted.